Event description:
Note: this report pertains to one of three devices that were used in the same procedure. Manufacturer report number MFR. Report #3005099803-2022-01182 for the auriga xl 4007 laser console, the lighttrail reusable laser fiber and MFR report #3005099803-2022-01186 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber and a lighttrail reusable laser fiber were used in a procedure performed on (B)(6) 2022. The laser console used was an auriga xl 4007 laser console. During the procedure, a lighttrail reusable laser fiber and a lighttrail single use laser fiber both stopped working and the fiber connectors were noted to be hot. The auriga xl 4007 did not display any error code. The procedure was not completed due to this event and the auriga xl 4007 console will be serviced. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.